Manufacturer narrative:
.

Event description:
The customer reported the device will not switch on. The fse clarified the device will not operate on ac power due no power from the electrical outlet. The customer reported there was no patient involvement.